Event description:
Hcp reported revised system - infected. Removal necessary. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.